Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by and ICU nurse during the vad co training in the hospital that a patient had been having low flows and low watts from the rvad. The patient was transferred to the or with the indication of thrombus in outflow graft. Once in the or, the surgeon cut the outflow graft, but was unable to visualize a thrombus. As a result, the surgeon decided to exchange from the pump. The issue resolved after the pump was exchanged and the patient is currently stable in the ICU. During inspection of the pump, a thrombus was found. The surgeon suggested that the thrombus came from the vv ECMO, because the perfusionist exchanged the ECMO a few hours prior.

Manufacturer narrative:
It was reported by the site that it was the first day post op and the patient was on IV heparin. Ptt was in the 50's. The issue was said to have been resolved with the pump exchange. It was further stated that the patient was stable in the intensive care unit. Patient was said to have been in a symptomatic transitory psychotic syndrome. Clinical factors that may have contributed to the reported event and patient outcome include the patient's recent diagnosis of infection which may have increased the likelihood of development of thrombus due to hypercoagulability of blood, in addition related comorbidities and anticoagulation therapy may have also contributed. Hvad pump hw25638 was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a slight decrease in power consumption and multiple low flow alarms. Analysis of the device revealed that the device passed visual examination and dimensional verification, but failed functional testing due to power shift condition during the wet test after the device was returned. Per internal investigation, the power shift condition does not correlate with complaints. Visual examination revealed no evidence of surface abrasions or abnormal on the pump and impeller surfaces. Independent pathology report revealed no evidence of device complication or thrombus formation within the pump. However, the site found a thrombus on inspection after explant which correlates with the reported "inadequate flow rate" event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported inadequate flow rate can be attributed to thrombus formation. The device history review indicated to issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.